Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis lab inspected the unit and was able to duplicate the reported issue. The root cause of the reported issue was isolated to the inspiratory pressure transducer. This reported issue will be tracked and internally investigated.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). Carefusion field service representative (fsr) went onsite to evaluate the reported issue. The fsr confirmed that the device alarmed circuit occlusion and ext high peak as soon as it passed extend self-test (est). The fsr replaced the gas delivery engine to resolve the reported issue.

Event description:
The customer report while using the avea ventilator, it alarmed ext high ppeak, circuit occlusion after passing extend self-test (est). There was no patient involvement associated with this event.